Manufacturer narrative:
Pr 8901258 follow up MDR for device evaluation. No samples were received for investigation of pr 8901258, in which the customer has stated: ¿the nurse found that the fluid did not drip after connecting the PICC catheter with a needle-free connector¿. The product in use at the time is reported to be a mp1000 china from lot 22055376. Further information provided by the customer indicates that chemotherapy fluid was being infused at the time of the occlusion being identified. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22055376 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
No additional information.

Event description:
It was reported that bd maxplus needleless connector was occluded. The following information was received by the initial reporter in chinese with the verbatim: the patient was admitted to hospital due to tumor, and the nurse found that the fluid did not drip after connecting the PICC catheter with a needle-free connector. After removing the needle-free connector, the fluid dripped smoothly, which occurred repeatedly and delayed the treatment of the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.